Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: the display screen was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was cracked. This report is made based on results of investigation completed on 06-feb-2018.